Event description:
It was reported that the xenon light source had out of order fan. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h6, h11 the device was not returned to olympus for inspection, instead flied service engineering visited on site and conformed the reported failure. A root cause could not be identified. Based on the results of the investigation, it was likely the fan needed to be replaced, and the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.